Manufacturer narrative:
Analysis found that the handpiece was not running properly. Disassembled housing and found that the seals was worn and bearings were corroded due to dried saline. Replaced the seal, bearings, also replaced old s/n (B)(4) to new UDI serial (B)(4). The device was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece would not stop running. There was no patient impact.